Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 4.00 x 24 synergy stent was advanced to treat the lesion. However during procedure, it was noted that the distal stent edge was deformed. The procedure was completed with a different device. No patient complications were reported and patient's status was good.